Event description:
The customer reported a faulty lead ECG cable when pacing a patient. The device was in use on a patient, however there was no adverse event to the patient or user. The customer reported that the ECG signal was lost on during a pacing procedure. Pacing could not be established after checking device electrode and cable connections. The users changed cables and the ECG signal returned. A philips clinician evaluated the ECG strips and case events files related to the event. The device was powered on at 08:43:55 am on (B)(6) 2019. The device was placed in synch mode and charged to 150 joules, and a shock was delivered, at 03:33:29 elapsed time. The device was powered off at 04:46:18 elapsed time. The ECG cables were evaluated at the philips bench. It was determined that the lead set was working as designed.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a faulty lead ECG cable when pacing a patient. The device was in use on a patient, but the harm to the patient in not yet known. Additional details have been requested.